Event description:
It was reported that the patient was intubated on (B)(6) 2024, with the catheter exposed for 5 cm, with regular maintenance and sealing of the catheter, and there was blood return. At 22:20 on (B)(6) 2024, the patient was found to have wet clothes during intravenous infusion, and was found to have oozing fluid and cracks on the right side of the patient's exposed PICC connection, which was immediately reported to the on-duty doctor, and the right side of the PICC catheter was removed in accordance with the doctor's orders. The patient was admitted to the hospital without chills or fever, and his vital signs were stable. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.